Event description:
It was reported that the pt was seen for a dog bite wound on the face. The wound was closed with a few strands of suture accounting for more than 40 individual ties/knots. The pt was sent home. Pt reportedly had slept with pressure on wound site. Pt was seen the following day and it was reported that approx 10 of the 40+ interrupted sutures were broken. Broken sutures were removed by simple plucking and replaced. All interrupted sutures were sequential. Pt is doing fine.